Event description:
The lay user/patient contacted lifescan in 2007 and alleged that his one touch ultra 2 meter was reading inaccurately high. The medical affairs specialist was unable to reach the patient via phone after several attempts. A letter was sent to the address provided. The patient reported obtaining a result of 140 mg/dl on the subject meter and a result of 80 mg/dl on another meter, performed within 10 minutes of the each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The patient further reported that based on the result of 140 mg/dl, he administered insulin (dose/type not provided) and felt sweaty and slightly shaky. The patient stated, when he realized that he did not need the extra insulin, he drank orange juice to bring his blood glucose level up. The patient did not receive medical treatment or intervention by a healthcare professional. At the time of troubleshooting, it was verified that the meter was set to the correct unit of measurement (mg/dl) and that it was coded correctly to match the code on the test strip vial. The test strips were within the expiration/discard dates. This complaint is reported because the patient alleged he administered insulin based on the result of 140 mg/dl and later experienced symptoms of hypoglycemia, which he treated with juice.